Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and found that the host pc won't boot up periodically. The fse checked and found that there was a low voltage in the cmos (complementary metal-oxide-semiconductor) battery of the host pc. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the host pc by the fse has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that host pc periodically won't boot up there was no harm reported. Philips has started an investigation of this complaint.